Event description:
The patient had return of symptoms. The patient was having pain. A dye study was performed and there was extremely slow return of csf (cerebrospinal fluid). One cc was obtained and the physician was unable to inject dye. The patient was sent for an MRI. Catheter blockage/occlusion was noted in the distal segment. The patient was referred to a neuro surgeon. Surgery was scheduled for 12/02/2014. The patient outcome was reported as ¿patient not recovered, symptoms/issue ongoing¿. The device system was delivering dilaudid and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. (B)(4).